Event description:
It was reported that the vns pt was seen for a follow up appointment on (B)(6) and a system diagnostic test revealed low lead impedance. The exact impedance value was not communicated. The pt had recently had a new lead implanted as the old lead was fractured, which was found to be a result of the pt manipulating the device (twiddler). The lead fracture event of the lead was reported in medwatch # 1644487-2010-00017. The physician stated that the pt's parents have observed the pt picking at the generator site, and it appears that the device is protruding as well. Further follow up with the neurologist revealed that the pt is doing well clinically, with no increase in seizure frequency, and is hesitant to disable the device as the pt seems to be receiving efficacy with vns stimulation. It was suggested that x-rays be taken to assess the continuity of the device, and the lead in particular, however the x-rays have not been taken at this time. Good faith attempts to obtain programming history from the physicians hand held are underway.